Manufacturer narrative:
Stryker product analysis center (pac) evaluated the customer's device and observed that the device would not detect the lid being opened. The root cause was determined to be a faulty reed switch sw5. The customer received a replacement device and this device was archived.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, stryker observed that the device doesn't power on when the lid is opened. As a result, defibrillation therapy may be delayed or unavailable, if needed.